Manufacturer narrative:
A return material authorization (RMA) was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the user reported that when changing direction of endoscope, it only turned half way round and movements of the universal side manipulator arms were inverted. Users managed to resolve issue and surgery resumed. User did not specify troubleshooting step. Tse explained that this was most likely due to a defective endoscope, likely with too much resistance in the rotational axis. Tse advised caller to check endoscope rotation for resistance or noise. Caller agreed to do so and call ended with no further details given. System logs showed error related to engagement issue on universal surgical manipulator (usm) 2. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Failure analysis found additional observations that are not related to the reported complaint: the endoscope was tested and it failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.